Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, manufacturing and inspection records were reviewed for the reported driver, and no anomalies were found for t15 stick fit hexalobe driver (part number 80-0760, lot number 497350). The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during a surgery, the surgeon used a polarus 3 4.3mm screw, but when the surgeon used the polarus 3 locking nail and tried to insert a distal screw, the drive tip broke. The broken pieces were retrieved, and the surgery was completed with no delay. There were no adverse patient consequences reported. This report is related to report number (B)(4) for the driver involved in this event.